Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, an attempt was made to deploy a vasoseal es. During the deployment procedure, the deployer positioned the locator and deployed the j segment. The deployer then pulled back to engage the j segment and the locator pulled out of the tissue tract. It was noted that the j segment was missing. The j segment was found embedded in the fascia in the tissue tract. Hemostats were used to removed the j segment from the tissue tract. Manual pressure was held to achieve hemostasis. No patient complications were reported.